Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to the capsule collapsing. A vitrectomy was performed, and a three piece lens was implanted.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the delivery device was not returned to b+l for evaluation. Therefore, a device history record (DHR) review and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.